Event description:
Boston scientific received information that this brady lead was not successfully implanted due to placement and removal difficulty. It was suspected that the physician had kinked the lead when passing through the stylet and was damaged when tried to remove the lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. Excessive damage was observed on the returned lead. The insulation was ripped apart from the terminal pin, and the coils were extremely stretched to the point of fracture and severed. Furthermore, the firm stylet inside the proximal segment of the lead was found to have several bends.